Manufacturer narrative:
Additional information: patient weight was received.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. Registration pattern was evaluated by medtronic personnel and reported that the trace pattern included soft tissue near the cheeks and sides of the face.

Event description:
A site representative reported that during catheter placement, an inaccuracy was observed in an inferior directions. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.